Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
5/03/2021: resubmitting this MDR as part of an internal audit where an acknowledgement 1 a distributor contacted zoll to report that a patient had a blister on his back. The patient removed the device due to the blister and stated that it was about one inch wide and not broken open. The patient consulted his physician who prescribed a cream. Follow-up indicated that the blister had dried since using the cream and had no further itching.